Event description:
The customer reported that the blood pump on the phoenix machine was rotating an excessive speed. The machine generated "arterial" and "venous" pressure alarms. The blood pump did not stop, the venous clamp did not close, and the ultrafiltration was not reduced to a minimum value. The staff manually stopped the blood pump.